Event description:
It was reported while using bd microfine¿+ insulin syringes there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: our patient complained that the needles are not permeable.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: our patient complained that the needles are not permeable.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jan-2022. H6: investigation summary three open 32g x 4 mm pen needle samples were returned from lot. No. 2110718, cat. No. 320561. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.